Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es, the station was stuck on black screen, operating system was crashed. The customer reported that this malfunction caused a delay while dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not booting up stuck at basic input/output system screen. A field service engineer removed all in one, reseated hard drive cables at the dock, booted up the station and resolved the issue. The customer logged in and tested the drawers. The system functioned as intended after the field service engineer repaired the device.